Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information available and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for the cobas® sars-cov-2 assay. A customer from the united states allege discrepant results with cobas® liat® sars-cov-2/flu (scfa) assay for sars-cov-2 target versus cobas 6800/8800 during validation testing of another platform, simplexa mdx covid-19 direct. The customer reported that four different samples when tested on two different analyzers generated discrepant results. Three different runs to test the four samples were done on both the cobas 6800/8800 analyzer and the cobas liat analyzer. The original three runs on the cobas 6800/8800 generated negative sars-cov-2 target results for all four samples versus the three different repeat runs on the cobas liat analyzer that generated positive sars-cov-2 target results for all four samples. The patients¿ same samples were used for all test runs on the two different analyzers no sample recollection was done. The patients¿ samples was collected using nasopharyngeal swab and remel m4 r12502 media viral transport media. Although requested, no data was provided for this complaint. There was no allegation of harm to the patient. 4 mdrs will be filed one for each of the samples results identified.